Event description:
Literature was reviewed regarding a patient who underwent valve-in-valve transcatheter aortic valve replacement (tavr) with a medtronic evolut fx+ valve in a previously placed aortic homograft. During the procedure, deployment of the 29 mm fx+ valve was initiated at a depth of 3 mm, but at 80% deployment, the valve descended (dislodged) to an approximate depth of 15 mm while still attached to the fx+ delivery system. The valve was recaptured and then successfully deployed at depth of 0 mm during the second attempt. Afterward, mild paravalvular leak was detected on procedural imaging. The next day, the patient¿s condition worsened (dyspnea and orthopnea) and repeat imaging showed supra-annular valve deployment with a homograft leaflet prolapsing into the left ventricle, causing severe central aortic regurgitation. One day later, bailout redo-tavr was performed using a non-medtronic valve (26 mm sapien s3),which successfully resolved the regurgitation. The day after that, the patient¿s dyspnea resolved and was discharged home. The authors concluded with the remark that the patient was ¿clinically doing well at the six-month follow-up.¿.

Manufacturer narrative:
Citation: reisinger m, vance j, gilliland t, et al. Transcatheter aortic valve replacement in a failed homograft. Jacc case rep. Published online (B)(6) 2026. Doi:10.1016/j.jaccas.2026.107516 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.